Event description:
It was reported that the patient¿s pump had been intermittently stalling for the last two months. There was no known cause for the stalls. The motor stalls recovered after more than 2 hours. The patient experienced underdose symptoms of withdrawal and nausea. The pump was replaced. The patient status was reported as ¿alive - no injury¿. It was later reported that the pump was delivering morphine (5 mg/ml at 1.75 mg/day).

Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), product type accessory product ID: 8709sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Additional information/evaluation summary: analysis of the pump revealed a gear train anomaly ¿ ¿corrosion and/or wear and/or lubrication¿ and ¿stall due to shaft-bearing¿. There were multiple motor stalls and recoveries in the logs. Significant residue and shaft wear on the upper shaft of gear 2 was found and there was some residue on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.